Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 91.9% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had less than expected longevity for the programmed setting and therapy used. The device remains in use. No patient complications have been reported as a result of this event.